Manufacturer narrative:
No product sample was received; therefore, visual, and functional testing could not be performed. A device history record (DHR) review could not be performed as the catalog number and lot number were unknown. No root cause could be determined as the complaint could not be confirmed. No product information has been received to date. No information has been received to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the patient experienced an induration at the infusion site. No medical or surgical intervention was reported.